Event description:
New white chucks are not absorbing urine, blood, or amniotic fluid. This is causing unnecessary spills of blood, urine, and amniotic fluid on the floor, bed, and sometimes the patient is sitting in these substances which can lead to skin break down. No harm occurred related to this event.